Event description:
The customer contact reported a possible operator error in programming the device, which resulted in the pt receiving more medication than intended. The pt was receiving morphine sulfate. No specific programming parameters were provided. Reportedly, the nurse programmed the device without using the mednet library. At an unspecified time later, it was noted that the pt had received more morphine than intended. The pt reportedly expired at an unspecified time; however, the customer contact stated that the infusion pump "was not at fault here." Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.